Event description:
A health care provider (hcp) reported via a manufacturer representative that during implant, the electrode was found to be bent. The hcp decided to replace the lead in order to complete the surgery. There were no patient symptoms and their current status was normal.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Analysis of the lead lot # va14mxh found that 4cm of one end of the lead packaging tube was crushed. Analysis of the stylet also found that there are impressions in the outer insulation 2.5 cm from the proximal end consistent with depth stop damage.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Supplemental submitted to correct conclusion code. If information is provided in the future, a supplemental report will be issued.